Event description:
Customer reported monitor would not display images, possible bad cable. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the customer's video connection box was faulty. System operates as intended.